Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded 32 nonsustained episodes due to noise oversensing. No inappropriate shocks were delivered. The noise was very small in amplitude and on the right ventricular (rv) lead only. The electrograms revealed that the noise resulted in pacing inhibition for 2 to 3 seconds. The patient reported feeling lightheaded during these episodes. This patient is pace-maker dependent. The source of the noise is unknown and the patient is not in contact with any magnetic fields or machines other than computers. However, this patient does use an old electric blanket. No other adverse patient effects were reported.

Manufacturer narrative:
The patient will be seen again to further evaluate the crt-d and rv lead. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.